Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the right atrial lead had dislodged previously. The lead was repositioned successfully. The patient was in stable condition.